Event description:
It was reported that this right ventricular (rv) lead was repositioned. The lead remains in service. No additional adverse patient effects were reported. Additional information indicated that during post operative check which is a day after the implant, the lead exhibited high pacing threshold with sensing decreasing significantly and impedance was low. Moreover, chest x-ray was performed but result was inconclusive to dislodgement. In addition, a lead to tissue interface issue was confirmed during the lead repositioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.